Event description:
On (B)(6) , it was found that the lead had dislodged and on (B)(6) , a lead repositioning had to be performed. It was found that the patient did not follow post op instructions regarding arm restricting movement and it is believed that this is what caused the lead to be dislodged.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).